Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation, however, the customer provided two photos for investigation. A photo inspection revealed a broken catheter. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6203305. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although a broken catheter was observed in the customer's photos, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a 22 g x 1.00 in. Bd insyte¿ peripheral venous catheter broke of in a patient's (a dog) leg. At approximately 2:00 am on (B)(6) 2017, it was noted that the drip line had snapped just proximal to the t-connector of the catheter placed in the lateral saphenous of the left hind limb in a canine patient. No blood flow was noted to be coming back from the catheter and the catheter was not flushing with saline. The catheter was unwrapped and the tape cut using scissors on the caudal medial aspect of the limb, approximately 2cm away from the catheter. When pealing the tape from the leg the polyurethane section of the catheter was kinked (in a ¿z¿ shape) at the entry point with the skin. The tape was pulled slowly, at which point the catheter tubing seemed to dislodge and disappear into the leg. A manual tourniquet was applied around the leg using fingers, followed by a tourniquet using bandage material and hemostats to prevent the catheter tip moving any further up the leg. An attempt was made to try and milk it out of the vein, however this was unsuccessful. An x-ray confirmed that the catheter was still in the leg and the surgical team were called to perform an emergency cut-down procedure over the vein to remove the catheter. It was also reported that the surgical procedure and associated general anaesthetic set-back the dog¿s recovery, requiring a further weeks¿ worth of hospitalization.